Manufacturer narrative:
Correction: d4 - was left blank, should be changed to t1872274 in initial MDR. H6 - health effect - clinical code (e): 4469 should be changed to 4582 in initial MDR. H6 - health effect - impact code (f): 4644 - 4629 should be changed to only 4629 in initial MDR. B5 - a facility representative reported that an implantable collamer lens was implanted vertically into the patient's eye. The patient experienced excessive vaulting. The lens was exchanged for a same model and power; but shorter length and placed horizontally and the problem resolved. Additional information: d9 - returned to manufacturer: 16-sep-2024. H6- investigation type 4110: lens work order search-no similar complaints reported for units within the same lot. Device evaluation: h3 - device evaluation: the lens was returned dry in a microcentrifuge vial. Visual inspection found no visible damage to the lens and residue on the lens surface. Claim # (B)(4).

Manufacturer narrative:
H6 type of investigation 3331 device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. (B)(4).

Event description:
A facility representative reported that an implantable collamer lens was implanted into the patient's eye. The patient experienced excessive vaulting. The lens was replaced with the a shorter length lens but implanted horizontally. Anterior chamber reaction occured after graft replacement. Toxic anterior segment syndrome (tass) was diagnosed. No diagnostics tests were performed. Post-op steroid drops were given, and the problem resolved. There are multiple device reports associated with this patient. This report is 2 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
H11 - manufacturer narrative: toxic anterior segment syndrome (tass) is an acute sterile postoperative inflammation that can occur after uncomplicated or complicated intraocular surgery. While improper sterilization and contamination of surgical instruments remains the most common risk factor associated with tass, ocular viscoelastic, and improper preparation of antibiotics for intracameral injection may also lead to tass. An exact cause could not be determined as the event could be multifactorial in nature including patient and/or procedure related factors. H11 - secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim#: (B)(4).